Event description:
It was reported that the end of the delivery wire was broken during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem section h1 type of reportable event - corrected - no malfunction section b5 executive summary - updated the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the end of the delivery wire was broken during the procedure. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: additional information received (B)(6) 2025 clarified that the end of the subject coil delivery wire was broken before the procedure. Therefore, the event is no longer reportable.